Event description:
It was reported that the patient had been sedated using general anesthesia for the water vapor therapy procedure. During the procedure, when the physician was assembling the delivery device, error 241 appeared on the generator screen. The delivery device was replaced, but the same error occurred with the second delivery device. After a few tries, the customer was able to start the procedure. However, then the needle would not retract. The same device issue occurred with four delivery devices. All four delivery devices also displayed the same error. The procedure was then cancelled/rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that the patient had been sedated using general anesthesia for the water vapor therapy procedure. During the procedure, when the physician was assembling the delivery device, error 241 appeared on the generator screen. The delivery device was replaced, but the same error occurred with the second delivery device. After a few tries, the customer was able to start the procedure. However, then the needle would not retract. The same device issue occurred with four delivery devices. All four delivery devices also displayed the same error. The procedure was then cancelled/rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.